Manufacturer narrative:
E1: (B)(6). H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was report that the device failed electrical safety. There was no patient involvement and no patient harm/ adverse event reported.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). D9. Date returned to mfg: 27-may-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in good condition. After visual inspection, functional testing was performed. Device failed ground bond test (>100m), but the device passed leakage current tests. The customer's complaint was confirmed. The probable root cause was related to improper assembly of the ground stud washer. The ground stud washer was reassembled, and the device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.